Event description:
It was reported that, later on the day that the device was implanted, the pt felt "terrible pain" that could not be controlled. The pt felt stimulation (and "very bad pain") on the left side when the device was turned on for the right side. The pt's physician decided to explant the lead the following day in an attempt to relieve the pt's pain. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).